Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that disposable pressure transducer tubing detached when the nurse was flushing the arterial line. The tubing was removed from the patient and replaced. No patient complications were reported. The device is available for examination. Patient demographics were unable to be obtained.

Manufacturer narrative:
The investigation of this pressure monitoring kit concluded that a potential root cause could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
One single dpt kit with an attached IV bag and 10cc syringe at the dpt vent port was returned for examination. The reported event of "tubing came apart" was confirmed. The pressure tubing had detached from the bond joint with male connector which was connected to stand-alone stopcock indications of bonding solvent was evident on one location of the tubing bond surface area. It should be noted that the device sent for evaluation does not match the model number pxvp2272 reported by the facility. Follow up with the customer indicated that model number is the only one that they have documented. At this time it is un-certain of the correct model number. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.